Manufacturer narrative:
The device associated with this incident was not returned for investigation. Should this device be returned, a supplemental report will be filed to document the results of the investigation.

Event description:
The patient reported that the cuff pinches and bruises their arm. They also reported that the cuff is too small for their arm. Teladoc's blood pressure monitor fits patients with up to 45 cm arm circumference, and the patient confirmed their arm is larger. The patient confirmed that they take a medication daily that can contribute to bruising easily. It was not confirmed if the patient received medical attention due to the bruising.